Event description:
In 2009, a doctor alleged that restorations placed about three to six months ago with maxcem elite cement on twelve different patients had fallen off.

Manufacturer narrative:
The patients' restorations were recemented with a different product without any incident. All patients are doing fine. The actual device involved in the incident was returned to kerr corporation for evaluation. The returned device and retain samples were tested for adhesive strength test and results were found to be within specifications. Please see the attached evaluation summary. This is the ninth MDR report of the twelve incidents reported. This is the final report. - attachment: [maxcem elite 2024312-2009-00026 - evaluation.pdf]